Manufacturer narrative:
Additional information for g4, g7, h2, h6, and h10 as reported in a research article, four patients had a transient loss of femoral pulse and were given additional blood thinners. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article "percutaneous closure of moderate to large perimembranous ventricular septal defect in small children using left ventricular midcavity approach" was reviewed. This research article is a retrospective single center experience to report the result of transcatheter closure of perimembranous ventricular septal defect (vsd) in children weighing less than 10 kg using amplatzer duct occlude-I (ado-I) by left ventricular (lv) mid-cavity approach. Amplatzer duct occluder, judkin's right coronary artery catheter, terumo wire were associated to the study. There is no allegation of malfunction of the abbott device. The article concluded that percutaneous closure of moderate to large perimembranous ventricular septal defects can be successfully performed in children weighing less than 10 kg and lv mid-cavity approach resulted in lesser chances of hemodynamic compromise and procedure time. The primary author of the article is sanjiban ghosh, md of department of pediatric cardiology, narayana superspeciality hospital, howrah, india.